Event description:
A pharmacist from austria reported that a pt experienced a broken needle during insulin application with a novolin prefilled syringe and the needle had to be removed by a sugeon. The pt recovered. No further info concerning the pt or the event is known.